Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The same day as event onset, the patient was began treatment with fortum injection (1 gram, once a day, route not reported) and vancomycin injection (1 gram, intraperitoneal, after four days) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Pd therapy was ongoing. No additional information was available.